Event description:
Us complainant reported the patient was on impella cp support due to anterior st elevated myocardial infarction (stemi). While on support, the patient was having position in aorta alarms. Echo tech called in and pigtail was still across. The physician pushed the impella inlet to 3.6cm across aortic valve (av). Decision was made to attempt to flip away from mitral valve (mv) due to loss of pulsatility when cp was deeper. The physician attempted pulling back shallow, but pump would fall back across av. The patient¿s blood pressure dropped requiring increased presser requirements. The decision was made to leave cp in until the patient is transferred.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Based on clinical description, the root cause of positioning issue was most likely use related. The following have been reported incorrectly or missing from manufacturer device report (B)(4). D4 model number. E4 should have been left blank. H6 4628 was reported incorrectly. New code was added to health effect impact code.